Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016- patient was diagnosed with right indirect inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per op notes, ¿the hernia sac was identified in the right inguinal region and was dissected. A 3dmax mesh was placed in the right inguinal region and was tacked with protack device¿. On (B)(6) 2021- patient was diagnosed with right groin pain, thereby underwent laparoscopic repair with explant of 3dmax mesh, implant of biologic mesh. Per op notes, ¿the 3dmax mesh was found wrapped around the spermatic cord. The entire mesh was removed from the inguinal canal. A biologic mesh was placed on the previous hernia site and tacked in place¿. (B)(6) 2022- patient was diagnosed with chronic pain with drainage of the abscess from right inguinal region. On (B)(6) 2024- patient was diagnosed with recurrent right inguinal hernia, thereby underwent repair.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.